Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No scroll bar/ramping numbers without button press noted. The device was tested with a test keypad and no frozen display noted. No unexpected weak battery alarms noted. It also had a cracked case at the lower corners of display window and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a weak battery alarm. It was also reported that the scroll bar would start moving without input and then the screen would freeze. The blood glucose at the time of the incident was 319 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.